Event description:
Homepatient reported pain and difficulty draining while using homechoice cycler for automated peritoneal dialysis therapy. Follow up with home patient reveals she had peritonitis, and her catheter was obstructed by mold. Home patient does attribute homechoice cycler to peritonitis. Follow up with healthcare professional reveals that peritonitis episode was ongoing for several months. Home patient was treated with keflex, tobramycin, and vancomycin for antibiotic therapy. Laboratory tests taken on 5/29/1998 revealed a fungal growth inside home patient's catheter. Home patient's catheter was removed 6/11/1998 and home patient has chosen to switch to hemodialysis. Healthcare professional stated home patient is scheduled for a kidney transplant, and will continue with hemodialysis and antibiotic therapy until then healthcare professional does not attribute homechoice cycler to peritonitis.